Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Evaluation of a customer provided image indicates that fluid was leaking from the shaft of the infusion sleeve. The damage was not shown in the image. The customer provided image did not provide any indication as to the root cause of the leakage. This complaint has been reviewed and it is determined that no further actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis by the product team. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a crack was noticed on the infusion sleeve which caused fluid leakage during a cataract procedure. The product was replaced and the procedure was completed. There was no harm to the patient.